Event description:
Procedure: emergency surgery of removal of extratubal ectopic pregnancy. According to the reporter: during the surgery, the distal end part broke and fell into the cavity. It was retrieved from the patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).